Manufacturer narrative:
Follow-up #1: date of submission 10/01/2015, device evaluation: the device has been returned and evaluated by product analysis on 09/16/2015 with the following findings: review of the black box data did not reveal any unexplained ¿power on reset¿ events recorded in the history. The returned battery cap secured to the pump and maintained electrical connection. Unscrewed returned battery cap half a turn with no power loss occurring. The returned battery cap was evaluated and was found to be within required specifications. The battery compartment was found to be cracked above and below the bumper pad. A pump case crack was observed near the upper right corner of the display lens. Moisture corrosion was observed inside the battery compartment, on the underside of the returned battery cap, and behind the display lens. A leak test was performed and leaks were found at the pump case crack and battery compartment cracks. The pump powered on for investigational testing with functioning audio tone, vibratory function and an illuminated screen displaying the verify screen. Investigation did not duplicate the complaint of ¿no power¿ to the pump; the pump was confirmed to have power evidenced by audio tone, vibration and illuminated display screen. During testing, the pump emitted a cs 078 call service alarm on the first rewind attempt. Investigation was unable to complete the 24 duration exercise due to the cs 078 call service alarm. The pump case was removed and moisture corrosion was found throughout the inside of the pump case. Unrelated to the original complaint, the display was found to be dim, faded, and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue; reporter denied damage, moisture or corrosion. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.